Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced failure to pair a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump, and support guided the user to toggle settings, restart the pump, and re-enter the pairing code, after which the user was advised to wait for readings. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the pump without injury or hospitalization. User support included customer support troubleshooting and user education, including software setting verification and device restart. Investigation of this case revealed that the pairing failure was addressed through settings correction and re-initiation of the pairing process, indicating a use or connectivity issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device settings leading to temporary communication failure.